Event description:
It was reported the hcp replaced the pt's pump as it may have been affected by the propellant recall; it was noted that there were no issues with refilling the pump. Results of a dye study were "ok". The pt reported intermittent symptoms of diarrhea, vomiting, fever and high blood pressure about once a month. The drug in the pump was morphine at a concentration of 50 mg/ml and a dose of 15 mg/day. The pt recovered without sequela. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete. The synchromed ii pump serial number is within the suspected population of infusion devices that are potentially missing propellant as described in medtronic's physician letter dated may 2008. (Synchromed ii missing propellant recall, dated 2008 pending).